Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated menu are scrolling on their own. The customer slipped and fell in water. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.